Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. One unpackaged ar-13999mff serial/batch number (B)(6) was received for evaluation. Functional testing with the suture and a needle found that the device is working as intended. No obstruction was found on the shaft as the needle was passing through. Visual inspection revealed signs of wear and tear. Device manufacturing date; 2019. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported the device keeps breaking the needles. There was no harm for patient, operator or third party reported. This was noticed before the surgery. There was no case involvement. No further information received. Update dw 25-sep-2024: further information was received that the needle in use with the plier broke during surgery.